Event description:
Heartmate pump implanted in pt in 2002. In january 2003 pt reported increase in motor noise "louder and rattles". Pt has had low voltage alarms on their pbu and battery. The controller was changed but low voltage / default rate alarm. Replaced pump in 2003 - no evidence of motor problem or metal shaving noted by thoratec.